Event description:
Erbe set on autocut effect 3, max watts 180. It was used to cut a polyp during colonoscopy and coagulation was not sufficient. The polyp site was bleeding. A resolution clip was then used and it did not deploy correctly. A jag wire was used to push the clip away from the plastic insertion device and bleeding was controlled. The pt had no injury. The erbe was checked by the biomedical department and the MFR rep and functioned correctly. It is believed the electrodes may have been placed in the wrong ports.